Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D1: dexcom g6 continuous glucose monitoring system -correction. D2: continuous glucose monitor -correction. Device product code: qbj -correction. D4: model number: 9500-45 -correction. Catalog number: sts-gs-003 -correction.

Event description:
Subsequent to the initial MDR, a correction is required.